Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis found that the stylet/guidewire was kinked/buckled. The lead passed through an introducer size 11 with a new, straight stylet in the lead. The stylet returned and received in the lead was visibly kinked and prevented the lead to get through the introducer during the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to pass the right ventricular (rv) lead thru the introducer as it felt held back and did not advance. It was noted that the guidewire had trouble withdrawing the lead so another rv lead was ordered but the same thing happened. Both rv leads were not used and the physician decided to implant a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.